Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, a 2.5x28mm xience v stent was successfully implanted in the distal circumflex (cx) coronary artery lesion. On (B)(6) 2014, the patient experienced unstable angina and on (B)(6) 2014, was admitted to the hospital. The cardiac enzymes were not elevated and there was no myocardial infarction (mi). A positive stress test was noted. Another percutaneous intervention (pci) was performed in the distal circumflex xience v stent. On (B)(6) 2014, the event resolved without sequela and the patient was discharged home. Reportedly, the event was not related to the dual anti-platelet therapy. There was no additional information provided.